Manufacturer narrative:
The hospital is not returning the light cable for evaluation as they did not determine the burn to be a product malfunction. The hospital reported that the nurse involved in the incident neglected to make sure the unit was properly turned off or cooled and this resulted in the pt burn.